Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use foreign matter was discovered on the stopper with a bd vacutainer® k3e 3.6mg plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: the inside of the shield was dirty. Short description is changed to fm on stopper.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm on stopper with the incident lot was observed. Evaluation/testing of the customer samples was performed and fm on stopper was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use foreign matter was discovered on the stopper with a bd vacutainer® k3e 3.6mg plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: the inside of the shield was dirty. Short description is changed to fm on stopper.